Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the drive manifold board was replaced. H3 other text : device not repaired by getinge.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit failed leak test. It is unknown under which circumstance the event occurred and it is unknown if there was patient involvement.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit failed leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.